Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information that has not been able to be completely investigated or verified prior to the required reporting date. This report does not reflect a conclusion that the report constitutes and admission that the device, the company, or its employees caused or contributed to the potential event described in this report. A definitive root cause cannot be identified. If additional information relevant to the investigation is identified, this report will be updated. Multiple MDR reports were filed for this event, please see associated reports: 3014680795-2026-00037 and 3014680795-2026-00039.

Event description:
It was reported that a patient who underwent a sternal closure procedure using a v-plate and a ladder plate with a variety of screws from the valkyrie sternal fixation system along with sternal wires experienced a sternal dehiscence that correlated with coughing fits. The patient underwent revision surgery to correct the sternal dehiscence. During reoperation, it was identified the v-plate completely fractured through the midline and the ladder plate fractured in 3 separate locations. Additional plates and screws along with cerclage devices were implanted to stabilize sternum during reoperation. The fractured valkyrie plates and screws were returned to able medical.